Event description:
Caller reported aviva system blood glucose result of 280 mg/dl, professional system result of 31 mg/dl within 10 minutes. Customer had been feeling dizzy and weak, went to lie down on bed. After customer fell off bed, customer's wife called paramedics. Around 9:15, paramedics arrived and tested on their meter and got reading of 31 mg/dl and used customer's aviva meter and got reading of 280 mg/dl. Customer unsure about exact timeframe between between customer's meter and emt meter, but within 10 minutes. Paramedics gave customer two glasses of juice with added sugar and a piece of cake. Once blood sugar was up to 70 mg/dl, paramedics left. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.